Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/04/2014 with the following findings: a review of the black box showed loss of prime due to the pump not being primed within three minutes of the load step. No loss of prime occurred during investigation. The force sensor was found to be out of calibration. The pump cover was removed and the force sensor resistance was normal. The complaint was not duplicated during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.